Manufacturer narrative:
(B)(4). Age at time of event: under 18 years.device is a combination product.(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. A 32x3.00mm taxus liberte stent was selected however during unpacking of the device, it was noted that the struts at the mid portion of the stent were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a stent protector and product mandrel. There were lifted stent struts 12mm distal to the proximal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 32x3.00mm taxus¿ liberté¿ stent was selected however during unpacking of the device, it was noted that the struts at the mid portion of the stent were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.